Event description:
The customer reported that within a few days of use, the tracheostomy tube's cuff deflated. A non-routine replacement of the tube was required.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.